Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Fse followed up with the customer via telephone to address the reported event. Fse instructed the customer to remove the four loader cover screws, turn off the power and thoroughly blow out the loader compartment with compressed air, then replace the cover. Fse followed up with the customer three days later and the customer confirmed that the issue had resolved. No further action was required by field service. A 13 month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from 26may2017 through aware date 26jun2018. There were no similar complaints identified during the search period. The g8 operator's manual under chapter 6- troubleshooting, states the following: the 6.3 error messages: when consulting with technical support about a problem, please note the error message and error number. In addition, if you follow the suggested solutions in this section and are still unable to resolve the error, or if you encounter an error message that is not noted, contact technical support. General error messages: with these errors, the assay stops and the analyzer immediately enters stand-by state. The 708 x1-axis error: explanation: operation error in x1-axis. Countermeasure: inspect x1-axis. Inspect x1-axis. Execute sl rotate. The most probable cause of the reported event was due to dust or debris in the loader assembly.

Event description:
It was reported that the customer received random "708 x1-axis" errors with their g8 analyzer. Technical support (ts) explained the cause of the error to the customer and suggested that they clean the rack movement area and the sample rack position sensor windows; however, the error persisted. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.